Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 550 mg/dl. Reportedly, the cause was calcification under the skin which was preventing insulin from being absorbed. The customer went to the emergency room (ER) where fluids and insulin were administered to address the high bg. The customer left the ER in good condition with no permanent damage, and was able to lower bg. Reportedly, the customer continued to use the pump for insulin therapy.